Event description:
It was reported that the intraocular lens (iol) was fully implanted; however, it was removed because the capsular bag broke. Another lens was implanted. No patient injury was reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens had what appeared to be viscoelastic residue on the surface as well as surface particles, which is consistent with a lens that has been inserted and removed from the patient¿s eye. The haptics appeared to be in good condition. No failure was detected. The manufacturing record review was performed. All process operations in manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done when this production order was manufactured and did not show any change that could be related to the complaint type reported. The documentation shows that the production order was manufactured per specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.